Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was attempted but not used during an implant procedure. The helix appeared to retract under fluoroscopy but the physician stated they felt it had not retracted when pulling with gentle traction. A second physician added assistance and the lead was successfully removed. It was confirmed that the helix was still extended. The ra lead was successfully replaced. No patient complications have been reported as a result of this event.